Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an unknown procedure, the device caused post-op bleeding. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.